Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had a history of ventricular tachycardia (vt). The patient was not feeling good and was experiencing palpitations when an inappropriate shock was delivered for slow vt under the rate cut off. Episode review noted there was forty five seconds prior to delivery of the shock. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Troubleshooting and programming options were communicated. The system was subsequently explanted and returned for testing. No additional adverse patient effects were reported.